Manufacturer narrative:
Attempts are being made to obtain further information and the product in question. The complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results if received. A review of the manufacturing records indicated that the product met specifications upon release. UDI # (B)(4) - mw5092344.

Event description:
It was reported that a 4 fr fogarty embolectomy catheter was being used by the surgeon during an av fistula declot procedure. During the procedure, the entire end of the catheter including the entire balloon portion sheared off while in the patient. It was unable to be retrieved by the surgeon. Edwards lifesciences was notified of this event by a (B)(4) report. Attempts have been made to obtain additional information from the facility but the facility has not responded to date.

Manufacturer narrative:
Multiple attempts to obtain product and/or additional information proved unsuccessful. The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.